Event description:
Found during routine testing. Caller reported the device's service wrench indicator was illuminated and a fault code relating to energy transfer was observed in the error log, there was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy and power pcb assemblies and then observed propper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembles in the failure analysis center but could not reproduce the reported problem and root cause could not be determined.